Manufacturer narrative:
Manufacturer exemption number: e2015051. This MDR report is part of the (B)(4) pilot program. Concomitant medical products: erbe electrosurgical generator, unknown model. Cook fusion quattro extraction balloon, fs-qeb-a. Cook evolution biliary controlled release stent- fully covered, evo-fc-10-11-6-b. Cook fusion wire lock, fs-wl-p-s. Pentax duodenoscope, unknown model. Cook fs-5, unknown device (incomplete reference product number provided). Method code: process evaluation. One (1) of the four (4) reported devices was returned to cook endoscopy for evaluation. Due to the condition of the returned device, we were unable to complete a full evaluation. Our laboratory evaluation of the product said to be involved determined that there is damage to the catheter of the sphincterotome. The wire guide lumen of the sphincterotome has been fully utilized. The outer edge of the wire guide lumen exhibits fraying along the separation line. There are a few thread like strings of catheter material hanging off of the device. Since the wire guide lumen was returned fully utilized, functional testing with a wire guide separating the wire guide lumen was unable to be performed. The device history record for the one (1) known lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Prior to distribution, all fusion pre-loaded with acrobat wire guides are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. A corrective action has been initiated in an effort to reduce occurrences of this nature. These products were manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
This report summarizes four (4) malfunction events. A review of the events indicated that during separate endoscopic retrograde cholangiopancreatography (ercp) procedures, the physicians used cook fusion pre-loaded with acrobat wire guides. During the procedures, the users experienced lost wire guide access to the ducts. These reports were received from various sources on various dates. One (1) of the patients had pre-existing biliary stones. These events involved four (4) patients with no reported patient consequences.